Manufacturer narrative:
(B)(4). On july 28, 2017, it was reported that there was a problem with the device. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), a 2:1 ratio cutter, serial (B)(4), a 3:1 ratio cutter, serial (B)(4), and a 4:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on august 11, 2017 revealed that the unit was transported in a sterilization case and all the components were loose in the case. The handle was found to have no lubrication on it and was not operating smoothly. The comb was bent. The pre-testing could not be performed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on august 11, 2017 which included replacement of the comb. The handle was also disassembled and lubricated. Skin graft mesher, serial (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the handle had no lubrication on it which made it difficult to operate. The comb was also bent. The root cause of there being a problem with the device was due to damaged handle and comb. The issue was resolved with the replaced comb. The handle was also disassembled and lubricated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that there was a problem with the device. Investigation results revealed that the comb was found to be bent. No adverse events have been reported as a result of this malfunction.